Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of an unknown size thoracic aneurysm. It was reported that during a follow-up, a dissection from the ascending aorta to the arch was noted. It was reported that the dissection extended to the stent graft part, but the entry was ascending aorta, so it seemed that it was not a retrograde dissection from the stent graft edge. It was stated that there was also a possibility of an unknown type endoleak observed on CT as per the physician the cause of the event was oversized device. It was stated that a 37mm device was inserted into a spot of approximately 31mm. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
The corelab reported a type ii endoleak was observed while reviewing cts taken on (B)(6) 2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary the reported dissection and endoleak were confirmed on the films provided; however, the cause of the event or type of endoleak could not be determined. The anatomy at implant is unknown, and complete CT¿s/angiograms post-implant were also not provided; therefore, a complete assessment of the stent graft in-vivo configuration and endoleak evaluation could not be performed. It is possible as suggested that oversizing of the device in the patient may have been a factor in the occurrence of a dissection but measurements were unable to be performed. As the location of the endoleak could not be fully determined, it is possible that a type ia endoleak from extension of the dissection around the stent graft may have occurred or that perfusion from a collateral vessel may have resulted in a type ii endoleak. Analysis of the returned films did not reveal any obvious anatomical anomalies that may have led to a type iiib endoleak (e.g. Calcification). Additional information received; it was reported the endoleak appeared to be either a type ii or a type iiib on the CT. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.